Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a postoperative radiograph revealed that the stem extension provisional remained in the patient's tibial canal after trialing. The surgeon elected to not revise the patient.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The lot number is unknown; therefore the device history records could not be reviewed. The device is used for treatment of patients. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.